Manufacturer narrative:
Product event summary: the medial of the lead was returned, and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 6725 adaptor, implanted: (B)(6) 2016; 5867-3m adaptor, implanted: (B)(6) 2016; 5076-58 lead, implanted: (B)(6) 2016; 5867-3m adaptor, implanted: (B)(6) 2016; 6725 adaptor, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. An abscess was noted on the patients clavicle and lead vegetation. The patient was treated with antibiotics and the implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.